Event description:
Customer called in to report that his blood glucose is 127 mg/dl and he is having issues with the supplies. Customer stated that he is having issues with the reservoirs they have been clogged and had to use another quick set. Customer stated that his insulin pump was alarming no delivery and he had to push the plunger because he was not getting any insulin. Customer was unable to troubleshoot and returning reservoir for analysis. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
Reliability analysis performed on 1 opened/used pre-fill reservoir test and the reservoir passed per inspection. No leakage anomaly during filling. The reservoir connected/locked in place properly.